Manufacturer narrative:
Of the 1 allegation of a malfunction, no pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a auto off issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and (B)(6) pounds. Of the reported patients, 1 was a female.